Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a mid-epigastric hernia and on an unreported date in (B)(6) 2015, the patient underwent a hernia surgical repair procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a mid-epigastric hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date in the same month as the surgical repair, the patient was hospitalized for the event. Approximately one hundred days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. On an unreported date in the same month as the surgical repair of the hernia, peritoneal dialysis therapy was stopped and the patient was started on hemodialysis therapy. It was reported that the patient would restart peritoneal dialysis therapy at the end of the same month this report was received. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.